Event description:
Additional information indicates that the event was observed during a follow-up in clinic. The patient was stable from a cardiac standpoint following the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate high voltage therapy. Programming changes were made and no further information was available.